Event description:
It was reported that a patient underwent a spinal procedure at l4-l5 via tlif to treat degenerative spondylolisthesis. When the patient came to the hospital for a regular follow-up examination, it was confirmed that the cage was backed out about a few millimeters from the vertebra. The patient was asymptomatic. The cage was replaced with a bigger cage in the revision surgery.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.